Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The technician noted the helix extended and retracted smoothly with no anomaly.

Event description:
It was reported that during the implant procedure the lead helix would not deploy after 20 turns. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.